Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). A 8mm x 3.0mm nc quantum apex was used to dilate the target lesion. The balloon was inflated to 20 atmospheres on the first inflation and during the second inflation at 22 atmospheres, the balloon lost all pressure. During withdrawal of the balloon, the catheter broke at the distal end, approximately 15cm from the tip. At first, only the catheter was retrievable without the balloon. A trapping technique was then performed to retrieve the balloon and the tip of the catheter. The device was completely removed and the procedure was completed. There was no harm to the patient.